Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. However the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported, the customer received a button error alarm after replacing their battery. The customer's blood glucose was 300 mg/dl. Customer had treated their blood glucose with a syringe. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.